Event description:
Journal reference: johannes, laura. "An implant that hits a nerve" wall street journal dec 9, 2008. A surgically implanted electrical device that stimulates the sacral nerve can calm an overactive bladder, according to a company that sells it. Physicians say sacral neural stimulation works well for many patients, but a test period with an external device is recommended first. Reportable event: the review in the journal of urology in 2006 also states that other problems include migration of the lead and mechanical failures. See MFR report # 2182207200808666.

Manufacturer narrative:
See scanned page.